Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the wire was found to be exposed on the tenaculum forceps. This instrument was not used on the patient. The customer used a backup instrument of the same type. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical sales manager (csm) and obtained the following additional information: the hospital had mentioned that the wires in the jaw were damaged. An image was provided.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of provided image shows that the cable that the arrow was pointing to was the pitch cable. The image got pixelated when zoomed in, no damage was found.

Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute to the issue.

Event description:
Refer to h10/h11 for follow-up information.